Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl, while using a non-tandem infusion set; cause was due to a bent cannula. No further information could be obtained such as infusion set model. Customer administered a manual injection and a bolus via the pump to address bg. Reportedly, the customer changed the infusion set and resumed insulin therapy.